Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu3366 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter sheered off of accucath and stuck on guidewire.